Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported during a sternum closure case using the zipfix sternal closures, the surgeon was making the second pass with one of the zipfix closures, and the needle broke off the zipfix. The synthes consultant was told that the surgeon was able to use another instrument to pull the closure thru and secure it. The needle portion was retrieved and the surgeon completed the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.